Event description:
It was reported that the 9600 emi system would not turn on. No pt injury reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Identified that the charger board needs to be replaced. Replaced charger board. The system was tested and found to be working as intended and placed back into service.